Event description:
It was reported that about 3 weeks post-surgery, the patient had flu like symptoms. The patient became ill with what they thought was the flu but they were not sure if it was the flu or if it was their body rejecting the implant. It was noted that the patient did not get a therapy guide. Additional information received reported that the patient did not have a well-developed fascia layer at the initial implant site, so they used the opposite side. It was noted that surgical intervention of revision of the device occurred at the time of surgery. The device would not be returned for analysis. It was reported that at the time of the procedure there was not enough fascia to cover the implant so the implant was placed on the opposite side and there were no complications. There were no signs and symptoms associated with the reported event, the patient did not require hospitalization due to the event, and the patient outcome was no injury.

Manufacturer narrative:
Product ID : 3889-28, lot# va0gul8, implanted: (B)(6) 2014, product type: lead. Product ID: 3037 lot# serial# (B)(4), product type: programmer. (B)(4).